Manufacturer narrative:
Continuation of d10: product ID 8781 lot# serial# (B)(6); implanted: (B)(6) 2022. Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 13-jan-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare professional (hcp) via a company representative (rep) regarding a patient receiving intrathecal morphine 20 mg/ml at 1 mg/day via an implantable pump for unknown indication for use. Per physician, patient has had a persistent postural headache for several months that he believed was related to a spinal fluid leak. On imaging, catheter was shown to have migrated from t1 down to t7. The cause of migration was unknown. Patient was taken to the operating room (or) today for planned catheter revision. The physician first started by using an 8782 spinal segment revision kit to place a new catheter at the c7 level. He then proceeded to cut around the touhy needle to create an incision that would allow him to anchor the catheter into the fascia. Once the new segment was anchored, he then proceeded to dissect down to the previously existing spinal segment and removed the entire length of the old spinal segment. He also removed 1 cm from the proximal segment and the old collet to make it easier to thread the new catheter segment into a new collet. The fascia was then repaired were the old catheter was anchored. The physician then proceeded to connect the new spinal segment to the existing proximal pump segment with a new collet. Incisions were then irrigated and closed. The physician temporarily changed the patient¿s dosing to allow him to utilize a higher bolus dose with his personal therapy manager (ptm). The simple rate was reduced from morphine 2.5 mg/day to 1 mg/day. Boluses were increased from 0.275 mg to 0.35 mg with a one hour lockout, max activations 20 per day. Because the catheter was not fully aspirated, the priming bolus was only programmed to prime the new spinal segment which was 0.106 ml with a duration of 7 mins. The issue resolved at the time of this report with patient's status being "alive-no injury". The patient's weight and medical history were asked but made unknown.